Event description:
It was reported that the patient had bleeding, chest pain, insufficient blood circulation, heavy and hot legs and arms, hot and swollen feet, and problems with balance and walking. It was also reported that the patient presented to the emergency room for a lead dislodgement and later it was discovered that the lead was eroding through the skin. The lead was capped and replaced due to the dislodgement and surgeries have been performed to close the wound for the eroding lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.